Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with a flashing screen. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/25/2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings. On investigation, the alleged button tactile issue was not duplicated. The pump powered up to the display screen with auditory and vibratory features. The keypad cover was intact and all the buttons responded properly. Removal of the keypad cover did not find any anomalies with the button contacts. Unrelated to the complaint, the display was found to be dim with a pinkish contrast. Battery compartment crack was found above and below the grip pad and moisture corrosion was evident in the battery compartment. Battery compartment leak was demonstrated in a leak test. Pump casing was opened and no evidence of moisture intrusion was found internally.